Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 53 was present in the pump trace download due to software error. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 53. The error occurred during normal use during basal delivery. The insulin pump was able rewind and the reservoir was replaced. The customer was advised to disconnect and set a bolus into the air. The daily history was okay but the error requires a replacement. Customer's blood glucose level was not reported. The insulin pump will be returned for analysis.